Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad presses are not activating the desired pump functions. The pump reportedly has not been exposed to moisture and is intact. There was no adverse event associated with this complaint.